Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered multiple rounds of anti-tachycardia pacing (atp) and one shock for what appeared to be an atrial-driven arrhythmia. It was noted that the patient had gone sailing the day of the delivered therapy and had done a lot of winching. Review of the device logs indicate that most of the recent treated events were appropriate; however, another similar event occurred in 2018 that had also resulted in atp and shock therapy. Technical services recommended consideration of the programmed detection parameters. The physician had also discussed rate control medication with the patient. The ICD remains in service and no adverse patient effects were reported.